Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states, the enduser lost the bolt that holds the seat post, enduser weigh (B)(6) pounds.